Manufacturer narrative:
Additional event information was requested from the customer and no response was received. During evaluation, the reported issue was confirmed: the ultrasound probe was peeling. Due to the damage at this area, the ultrasound image was defective and had missing elements. In addition to the acoustic lens adhesive peeling, visual examination found the following: the adhesive on the bending section cover was chipped and cracked; the universal cord protector was scratched; the paint on the air/water cylinder was peeling; the objective lens was scratched; and the connecting tube was scratched and wrinkled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defect was confirmed during evaluation, a definitive root cause of the peeled lens could not be determined. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the ultrasound gastrovideoscope had defects in the ultrasound probe. There was no reported patient harm or impact due to this event. The device was returned to olympus for evaluation. During evaluation, the acoustic lens was found to be peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.